Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the back longer than 48 hours, the site was itchy and irritated. The patient has consulted the health care practitioner (hcp) who prescribed cavilon and cortisone sprays to be used on the affected area.